Event description:
It is reported that the patient was revised due to pain and possible loosening of the acetabular component.

Manufacturer narrative:
Evaluation summary: primary operative notes were provided which were unremarkable. The notes state that there was no impingement and the hip was very stable. Bone scan notes from (B)(6) 2012, indicate potential early loosening, but not frank presentation of loosening of the acetabular component. The acetabular component seemed to be well fitted with a minimal amount of micro motion which may have been causing the pain. After removal of the acetabular component, the rest of the revision procedure was successful. Cause cannot be definitively determined. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. Thee investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated.